Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that image was lost during the procedure. There were no adverse consequences for the patient and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the customer reported that when using the sdc3 the light auxiliary screen went blank while the light / camera was in the patient. Almost at the same time the main screen also went blank. The surgeon had to stand still while the system was rebooted. The probable root causes can be attributed to a bad or loose gui/vga cable connection leading to a signal loss to the elo external gui display, or an issue with the sdc3 software. Gtin: (B)(4).

Event description:
It was reported that image was lost during the procedure. There were no adverse consequences for the patient and the procedure was completed successfully.